Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? How long was the surgery delayed? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Are there any photos of the labeling issue available? Was the package properly sealed when received? How was the product purchased? Is there any indication of the source? Based on the packaging, is there any indication of which market the original genuine product may have come from?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the surgeon indicated that he was upset about the removal of hs7 from the suture box and did feel secure that this is the suture that he wants since it no longer indicates it on the box. The procedure was delayed for an unknown amount of time while he confirmed that 9702h without the hs7 on the box was the suture that he wanted to use during this procedure. There were no adverse consequences for the patient. Additional information has been requested.